Event description:
It was reported that patients scs was hurting the back and underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 18415976/ 18415976/ 18415976/ 18915044.